Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-8737-37 with batch 1392408 noted that the distal end of the shaft was broken off (see evaluation pictures 3 + 4). The broken pieces were not returned for investigation. A functional test was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of the reported failure is user error, which can be attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported during the osteosynthesis of metacarpal fracture that the tip of the driver shaft broke off when the screw was being inserted. The tip of the driver shaft remained stuck in the screw, so the entire screw with the broken part was removed and a new screw was used in the same hole. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.